Event description:
Per the clinic, the patient experienced a migration of the receiver/stimulator and subsequently underwent revision surgery on (B)(6) 2022, to reposition the device. The implanted device remains.